Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, it was noted that the patient's right ventricular lead exhibited episodes of noise. Programming changes were made on (B)(6) 2019. On (B)(6) 2019 the lead was abandoned and successfully replaced. Fluoroscopy imaging was performed during the procedure and no anomalies were noted. The patient's condition was stable throughout the event.